Event description:
It was reported that the user experienced hyperglycemia with difficulty keeping blood glucose down while using the ilet system with a cd infusion set, with no visible leaks or bent cannula, and dosing reportedly stopped between lunch and dinner during a supply change; a sensor was later changed and a downward trend to 289 mg/dl was observed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no available findings and insufficient information to identify a specific medical device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.